Event description:
It was reported that prior to starting a da vinci s prostatectomy procedure, the surgeon side console (ssc) turned off while the site was prepping the pt. The led indicator on the primary power source was low and under voltage. With the assistance of an isi technical support engineer (tse), the site attempted to emergency power off (epo) the system multiple times, however, the system would not turn on. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the customer reported complaint was related to the primary power supply (pps). The pps is a +48v power supply with battery backup and is mounted outside of the system control electronics chassis. The system was repaired by replacing the pps. As of 03/20/2009, there have been no reported recurrences of the issue at this hospital.